Event description:
It was reported that during post implant follow-up, exit block at max output and a decrease in sensing were observed. Dislodgement was suspected. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.